Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); value not provided. Suspected cause was due to pump software not accurately adjusting insulin therapy. A system check was performed and pump software was found to be working as intended. Customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.